Manufacturer narrative:
The reported event was confirmed for high impedance/kink lead. Microscopic inspection identified two kinks with multiple broken wires on each kink. Continuity test and impedance measurement were performed, and all contacts showed open. The kinks/broken internal wires are consistent with the paddle being subjected to overstress condition while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: related manufacturer reference number: 1627487-2020-22289. It was reported the patient experienced ineffective stimulation beginning around (B)(6) 2020, although the patient did not experience any trauma. Diagnostics revealed high impedances on all contacts, and reprogramming was not able to provide effective stimulation. To address the issue, the physician planned surgical intervention on (B)(6) 2020. A multi trial cable found all contacts of the lead were high. A kink was seen on the lead, and the lead was explanted and replaced. High impedances were then found on the extension when connected to the new lead, and a kink was seen on the extension. The physician thus explanted the extension and connected the new lead directly into the ipg header, resolving the issue.